Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the last bolus delivery was made on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. A manual time/date change was observed in the black box from (B)(6) 2015 00:05. On (B)(6) 2015, delivered were interrupted due to a routine cartridge replacement. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 27 mg/dl with clammy skin, diaphoresis and slurred speech because of an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and emergency protocol was initiated. The patient was treated with glucose tablets/glucose gel. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.